Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose of 682mg/dl, cause was unknown. Customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2023 with no permanent damage. Tandem technical support performed a pump system check and determined that the pump performed as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.